Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 09/03/2015. The fse found the tubing through pinch valve pv37 was cut. The customer replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a cleaner leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of glove sand a laboratory coat at the time of the occurrence. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.